Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that during routine follow-up, it was noted that artificial urinary sphincter (aus) eroded. The patient underwent a surgical procedure in which all components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date.